Event description:
It was reported that during an unk procedure, the clip appliers did not work. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info 12/08/2009: the clips were not well formed, their legs closed crossed.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.